Event description:
On september 15, 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch surestep meter had segments missing from the characters on the display, and would not power on. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however, was unable to reach her by telephone. On four days later, the mas mailed a letter requesting the pt contact medical affairs. For an unspecified time period, the pt noted there were segments missing from the characters on the display. On event day, the pt noted there were segments missing from the displayed blood glucose readings, and also that the reported meter would not power on. At that time, the pt was experiencing the symptoms of a headache and fatigue. The pt administered self-care by taking insulin, "nir" 15 units. The pt was taken to the emergency room, where at 3:00 pm her blood glucose level was tested to be 500 mg/dl. The pt was treated with insulin. It would have been helpful to determine for how long the missing segments issue had been occurring, how the pt interpreted the meter readings, the meter readings on the day of the event, if the pt went to the emergency room because of the missing segments issue or the power issue, if emergency services were contacted, her medication regimen, if the pt adjusted her medication doses based on meter readings, how long the power issue had been occurring, and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt had not replaced the meter's batteries according to MFR's recommendations. According to the owner's booklet for this meter, the expected battery life is approx 18 months. The meter, test strips and control solution were replaced. While symptomatic, the pt was unable to obtain a blood glucose reading due to the missing segments issue and/or the power issue on the reported meter. She received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.